Event description:
The customer reported a co2 calibration failure. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.